Event description:
It was reported by the customer that a bd pyxis¿ es server patient limit was restricted in device. The customer stated that nurse went to pull the medication under facility search at pyxis jd, and unable to pull up the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was restricted in device. A technical support specialist flagged patients are being set as restricted in es server. A technical support specialist stated that the field service team or another group resolved the issue, but no information was provided on how the issue was resolved. The system was functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a pyxis medstation es system patient limit was restricted in device. Customer stated that nurse went to pull the medication under facility search at pyxis jd, and unable to pull up the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was restricted in device. A technical support specialist flaged patients are being set as restricted in es server. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The system functioned as intended after field service engineer troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the interface.